Event description:
It was reported that when the off button was pressed the flow stops, but the motor doesn't. The device then goes into over temperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received with no cuffs. Per visual inspection, cracked return tube, fluid ingression on printed circuit board (pcb), corrosion in return tube and water tank from using the wrong solution, float switch looked like it had been pulled off, pump not pumping water, door sensor key stuck or broken, pcb insulator had been pulled up. Per functional testing, the device powers on and off intermittently when pressing on and off switch. The complaint was confirmed. The root cause was a design issue. Cracked return tube cause fluid ingression on pcb which shorted it. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the return tube, pcb, pcb insulator and the pump on the trauma tower. Replaced the top key on the air detector, the o-rings and fan guard per preventative maintenance (pm). The device passed all functional and delivery tests. This issue will continue to be monitored and further actions taken accordingly.